Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection of the pacemaker incision site. The implantable pulse generator (ipg) system was explanted. Antibiotic treatment was administered. No further patient complications have been reported as a result of this event.